Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The study provided details a woman in her early 20¿s who underwent a revision acl reconstruction, which involved the removal of tibial and femoral interference screws. The graft was fixed proximally with an endobutton and during surgery, the knee was found to be stable. During the 6-month follow-up, the patient complained of feeling a knot at the superior lateral aspect of the knee and this knot was progressively enlarging with activity. The MRI image provided in the article showed reactive soft tissue in the region of the endobutton but no discrete mass. It was documented that the device was probably causing the patient¿s discomfort and that removing it would probably relieve this symptom. Seven months following implantation the endobutton was arthroscopically removed. During the procedure it was noted that the device was well seated to bone, and there was no soft-tissue entrapment. The article concludes that, ¿the soft-tissue irritation surrounding the hardware may have been a mild foreign body reaction to the device or mechanical irritation.¿ no conclusions can be made from this publication as its limited to the information provided and further investigation is not possible. It was reported that, ¿at 2-week follow-up, she reported that the pain at the endobutton site had resolved completely and that she had only mild residual soreness from the surgery.¿ no further clinical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case-(B)(4). Petit, c., & millett, p. J. (2008). Arthroscopic removal of endobutton after anterior cruciate ligament reconstruction: case report and surgical technique. Am j orthop, 37(12), 618-620.

Event description:
It was reported that on literature review "arthroscopic removal of endobutton after anterior cruciate ligament reconstruction: case report and surgical technique", after surgery with an endobutton, one patient presented persistent pain seven months post-operative, which required the endobutton removal. No further information is available.